Event description:
It was reported that the zimmer air dermatome "chews up skin and the doctor was very upset." Add'l clinical f/u with the hospital indicated that the graft had been unusable and an add'l donor site skin graft had been harvested. There was no increased surgical time reported other than the minimal amount of time, less than 5 minutes, to obtain, open, and set-up an alternate, on-site, unit for completing the planned procedure. Manager stated there was no add'l surgical intervention.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.